Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2010 whereby a gore dualmesh® plus biomaterial device was implanted. It was reported the patient alleges the following injuries: pain, hernia recurrence, abdominal pain and discomfort, adhesions to small bowel, and additional surgery to repair hernia. Additional event specific information and medical records have been requested.

Manufacturer narrative:
H6: updated patient codes. H6: updated device codes. H6: updated conclusion codes. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Previous patient codes (1695, 1994, 2240, 3191 used for ¿discomfort¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The following information was determined from the medical records. Medical records: the known medical records span january 27, 2010 through november 15, 2012 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from january 28, 2010 through november 14, 2012 were not provided. Patient information: medical history: surgical wound infection. Prior surgical procedures: right nephrectomy [unknown date]. Implant preoperative complaints: on (B)(6) 2010: [the patient] ¿is a 63-year-old gentleman who is status post a laparoscopic right nephrectomy. The kidney was retrieved through a right lower quadrant incision. Postop the patient had an infection at this right lower quadrant incision and since then has developed an incisional hernia. The patient is now taken to the operating room for repair of hernia with placement of mesh.¿ implant procedure: open incisional hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (06748894/1dlmcp04) 15cm x 19cm. Implant date: on (B)(6) 2010 [hospitalization dates unknown]. Description of hernia being treated: ¿a skin incision was made over the prior right lower quadrant incisional scar. Dissection was then carried down through the subcutaneous layer. Once dissection reached to the anterior fascia a digital exploration was then performed. It then appeared that the hernia had not herniated through the anterior fascia; however the hernial defect was mostly in the posterior fascia, as the digital exploration revealed an obvious ridge in the area. Therefore the anterior fascia was then opened sharply, which then immediately revealed some intraabdominal content. There was some small bowel that was adhesed to the right lateral abdominal wall, which was then taken down sharply. Further digital exploration revealed 2 hernial defects, one in the superior medial aspect of the incision and the other one in the superior lateral aspect of the incision. All these hernial defects were strictly at the posterior fascia level. Digital exploration revealed no other hernias in this area. The anterior fascia at the location of the hernias therefore were trimmed back to the ridge where the anterior and posterior fascia come together. All of these appear to be healthy.¿ implant size and fixation: ¿then a piece of gore dual mesh was used to bridge the hernial defect. This was sutured to the fascial layer as an interposition graft using #0 prolene in a running fashion. We were able to achieve this without any tension. Then irrigation was performed directly on the mesh and using 3-0 vicryl the subcutaneous tissue was then closed in interrupted fashion over it. Then again irrigation was performed on the subcutaneous tissue, which was then followed by skin closure using skin staples.¿ no post-operative records were provided. Relevant medical information: on (B)(6) 2012: extensive laparoscopic lysis of adhesions and ventral hernia repair with mesh. ­ ¿this is a 66-year-old male status post right nephrectomy and incisional hernia repair with mesh outside institutions. He [sic] incisional hernia has recurred. He denies bowel obstructions. There is no evidence of infection. Plan is to take the patient to the operating room for a laparoscopic possible open ventral hernia repair with mesh.¿ ­ ¿we entered the peritoneal cavity which was confirmed with laparoscope. There is no evidence of injury upon initial entry. The hernia was visualized in the right mid abdominal region. The hernia was very large with multiple loops of small bowel adhered to it. There is no evidence of a transition point in the loops of bowel appeared viable. Some of the transfascial sutures from the previous mesh repair appeared to have gone through the serosa of the small bowel. 3 other 5 mm ports were placed under direct vision, one in the left mid abdomen, another in the left lower quadrant, and the third in the right upper quadrant. The adhesions between the abdominal wall and small bowel were taken down carefully use endo shears. Once this was completely done, the fascial defect was measured to be 12 x 10 cm. We then made a transverse incision over the previous incision in the right mid abdomen. It was deepened down to the hernia sac. We entered the peritoneal cavity. The loops of small bowel which were adhered to the abdominal wall was delivered through the incision and inspected carefully. There was one serosal tear which required 2 seromuscular stitches. The bowel was returned into the peritoneal cavity. A 17.8 cm x 22.9 cm ventralight mesh was inserted into the peritoneal cavity. It was secured in place superiorly, inferiorly, medially, and laterally using 2-0 prolene stitches which were inserted transfascially. The peritoneum was then closed using 2-0 prolene in a continuous fashion. We then reinsufflated the abdomen. Laparoscopically we flattened the mesh along the abdominal wall and secured the rest of the circumference using a transfascial tacker. The abdomen was desufflated in all ports were removed under direct vision. The subcutaneous tissue was closed using 2-0 vicryl. And all skin incisions were closed using a stapler.¿ ­ records indicate a non-gore device was implanted during on (B)(6) 2012 procedure. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also state, ¿cutting gore® dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the device. If gore® dualmesh® plus biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect. Ensure the size of the device is adequate for the intended repair.¿ individual medical decisions, if inconsistent and / or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape / sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating. Manufacturer / compounder: w. L. Gore & associates, inc. Lot number: 06748894. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: corrected result and conclusion codes. H10/11: added medical record summary. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2010, including nephrectomy and incision complications, were not provided. Operative records dated (B)(6) 2010 indicate the patient underwent open incisional hernia repair with mesh. The records state the patient ¿.is a 63-year-old gentleman who is status post a laparoscopic right nephrectomy. The kidney was retrieved through a right lower quadrant incision. Postop the patient had an infection at this right lower quadrant incision and since then has developed an incisional hernia. The patient is now taken to the operating room for repair of hernia with placement of mesh.¿ the (B)(6) 2010 records state: ¿a skin incision was made over the prior right lower quadrant incisional scar. Dissection was then carried down through the subcutaneous layer. Once dissection reached to the anterior fascia a digital exploration was then performed. It then appeared that the hernia had not herniated through the anterior fascia; however the hernial defect was mostly in the posterior fascia, as the digital exploration revealed an obvious ridge in the area. Therefore the anterior fascia was then opened sharply, which then immediately revealed some intraabdominal content. There was some small bowel that was adhesed to the right lateral abdominal wall, which was then taken down sharply. Further digital exploration revealed 2 hernial defects, one in the superior medial aspect of the incision and the other one in the superior lateral aspect of the incision. All these hernial defects were strictly at the posterior fascia level. Digital exploration revealed no other hernias in this area.¿ the (B)(6) 2010 records state: ¿the anterior fascia at the location of the hernias therefore were trimmed back to the ridge where the anterior and posterior fascia come together. All of these appear to be healthy. Then a piece of gore dual mesh was used to bridge the hernial defect. This was sutured to the fascial layer as an interposition graft using #0 prolene in a running fashion. We were able to achieve this without any tension. Then irrigation was performed directly on the mesh and using 3-0 vicryl the subcutaneous tissue was then closed in interrupted fashion over it. Then again irrigation was performed on the subcutaneous tissue, which was then followed by skin closure using skin staples.¿ intraoperative findings state: ¿3 hernial defects along the right lower quadrant incision. Interestingly enough the hernial defects were at the level of the posterior sheath. No other hernias were noted.¿ the records confirm a gore dualmesh® plus biomaterial (1 dlmcp04/06748894) was used during the procedure. Records between (B)(6) 2010 and (B)(6) 2012 were not provided. Operative records dated (B)(6) 2012 indicate the patient underwent extensive laparoscopic lysis and ventral hernia repair with mesh. The records state: ¿this is a 66-year-old male status post right nephrectomy and incisional hernia repair with mesh outside institutions. He incisional hernia has recurred. He denies bowel obstructions. There is no evidence of infection. Plan is to take the patient to the operating room for a laparoscopic possible open ventral hernia repair with mesh.¿ the (B)(6) 2012 records state: ¿we entered the peritoneal cavity which was confirmed with laparoscope. There is no evidence of injury upon initial entry. The hernia was visualized in the right mid abdominal region. The hernia was very large with multiple loops of small bowel adhered to it. There is no evidence of a transition point in the loops of bowel appeared viable. Some of the transfascial sutures from the previous mesh repair appeared to have gone through the serosa of the small bowel. 3 other 5 mm ports were placed under direct vision, one in the left mid abdomen, another in the left lower quadrant, and the third in the right upper quadrant. The adhesions between the abdominal wall and small bowel were taken down carefully use endo shears.¿ the (B)(6) 2012 records continue: ¿once this was completely done, the fascial defect was measured to be 12 x 10 cm. We then made a transverse incision over the previous incision in the right mid abdomen. It was deepened down to the hernia sac. We entered the peritoneal cavity. The loops of small bowel which were adhered to the abdominal wall was delivered through the incision and inspected carefully. There was one serosal tear which required 2 seromuscular stitches. The bowel was returned into the peritoneal cavity. A 17.8 cm x 22.9 cm ventralight mesh was inserted into the peritoneal cavity. It was secured in place superiorly, inferiorly, medially, and laterally using 2-0 prolene stitches which were inserted transfascially. The peritoneum was then closed using 2-0 prolene in a continuous fashion. We then reinsufflated the abdomen. Laparoscopically we flattened the mesh along the abdominal wall and secured the rest of the circumference using a transfascial tacker. The abdomen was desufflated in all ports were removed under direct vision. The subcutaneous tissue was closed using 2-0 vicryl. And all skin incisions were closed using a stapler.¿ the records indicate a non-gore device was used during the procedure. There was no mention of infection and no mention of gore device removal. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: "cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.